Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a medication was unable to be issued. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the medication was unable to be issued. A technical support specialist (tss) accessed the system and found that the tester account appears when logging in via the biometric identifier. The tss advised the customer to request the director of nursing to re-enroll and log in using the customer's user ID and password to address the issue. The system functioned as intended after the technical support specialist troubleshot the device.